Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was received for evaluation. Evaluation of the returned device revealed that a kink and a hole were observed in the lap joint from femoral marker to the distal end. Impedance testing shows a good unit wave form. It was observed that the catheter leaked at the lap joint area when it was flushed. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A cause of undeterminable is assigned to the open hole at the lap joint. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 22-sep-2016. It was reported that lost image occurred. The target lesion was located in the coronary artery. During percutaneous coronary intervention, an opticross imaging catheter was advanced for diagnosis. However, the image was lost. The procedure was completed with a non-bsc imaging catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed sheath hole/perforation.